Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt rep reported that the pt has been in pain since implant and the ptwas told no to turn their stimulation on for two weeks. Pt rep said that no one has contacted the pt and the pt started to feel numbness in their legs on friday and this is progressively getting worse. Pt rep said they contacted the pt's doctor and they told them to contact medtronic to have the medtronic representative contact them. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt rep reported that the pt didn't think their therapy was working. Pt rep said they are unsure to when the pt started feeling the pain because the pt has felt pain on and off since surgery. Pt rep said that they tried increasing the pt's stimulation past 2, but when they did this the stimulation went back down to 2. Pt rep tried to increase pt's intensity settings, pt rep went up to 5.7 and then the intensity went back down to 2. Patient services (pss) had pt rep reset the controller. After reset the pt rep said the pt was in group a and didn't have any programs or any other groups. When pt tried to increase their settings they were able to increase to 4.5 but then the intensity went back down to 2. Pt rep said they were unsure to whether or not the pt had adaptive stim in their therapy settings and didn't see the adaptive stim icon in group a; pt said it just said group a as a selection when they went into group a. Patient also said the "check position" option was grayed out in the menu options. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss also emailed medtronic reps for visibility. Pt also mentioned that the pt had some reprogramming done since implant with medtronic rep, because after surgery the intensity settings were too high and the pt was getting "jumping" in their legs and their legs would go numb because of this; pt rep was unsure of the date when they did reprograming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.